Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine at dosage of 5.8 ng and concentration of 10 mg and fentanyl at dosage of 700 mcg and concentration of 1200 mcg via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump motor stalled on (B)(6) 2018 or (B)(6) 2018. The pump was replaced on (B)(6) 2018. No patient symptom was reported. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.